Event description:
Same case as mfg. 2134265-2010-01736, 2134265-2010-01708, 2134265-2010-01710, and 2134265-2010-01711. It was reported that during an in stent restenosis treatment procedure, a balloon catheter stuck to a guide wire. The 25cm lesion was located in the superficial femoral artery. The original lesion details are unknown. Three wallstents implanted at an unspecified date were found to be 100% restenosed. A thruway .014" 300cm short taper/straight guide wire was advanced to the lesion and unable to "pass through" the distal section of the stenosis. A sterling es 2.5x40mm balloon catheter was advanced on the thruway guide wire and became stuck. The balloon was not inflated. The balloon "prolapsed and kinked." The guide wire and the balloon catheter were removed together. The 3 restenosed wallstents were treated with another of the same guide wire and balloon catheter. No further patient injuries or complications were reported. The patient status is reported as "ok."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation by manufacturer: returned product consisted of a sterling es monorail balloon catheter froze on a 014 thruway 300cm/short taper/straight guidewire. The balloon catheter and guidewire were soaked in a warm water bath to try and separate the balloon catheter from the guidewire but was unsuccessful. Approximately 293 cm of the guidewire protruded from the guidewire exit notch of the balloon catheter. Visual and microscopic inspection revealed two shaft kinks, shaft damage and tip damage. Two shaft kinks are located approximately 3mm and 1cm proximally from the guidewire exit notch. The shaft is damaged approximately 6.5cm proximally from the distal end of the tip, appears to be twisted. The shaft is also accordianed on the distal side of the distal markerband and extends proximally, measuring approximately 6mm in length. The tip appears to be bunched up. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
Same case as mfg. 2134265-2010-01736, 2134265-2010-01708, 2134265-2010-01710, and 2134265-2010-01711. It was reported that during an in stent restenosis treatment procedure, a balloon catheter stuck to a guide wire. The 25cm lesion was located in the superficial femoral artery. The original lesion details are unknown. Three wallstents implanted at an unspecified date were found to be 100% restenosed. A thruway .014" 300cm short taper/straight guide wire was advanced to the lesion and unable to "pass through" the distal section of the stenosis. A sterling es 2.5x40mm balloon catheter was advanced on the thruway guide wire and became stuck. The balloon was not inflated. The balloon "prolapsed and kinked." The guide wire and the balloon catheter were removed together. The 3 restenosed wallstents were treated with another of the same guide wire and balloon catheter. No further patient injuries or complications were reported. The patient's status is reported as "ok."